Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: due to some ingrowth the filter hook straightened during unsuccessful retrieval attempt. The filter was left in the patient and no harm to the patient was reported. The filter was left in the patient and no imaging was provided. Therefore, based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the filter ingrowth and consequently the unsuccessful retrieval attempt four months after the filter placement. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pulmonary embolism (pe) is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. There are adequate controls in place to ensure that the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Imaging received and reviewed. Summary of investigational findings: four months after placement the filter hook straightened (B)(4) this complaint) during attempted retrieval with a clover snare (B)(4) manufacturer ref# 1820334-2023-00648). The filter was left in the patient. Two fluoroscopic images from time of ivc filter retrieval were submitted for review. First image demonstrates a celect platinum ivc filter with normal orientation of the primary filter legs, and no significant tilt. The secondary legs are difficult to perceive due to the resolution of the image. The second image demonstrates the ivc filter in similar orientation and position, however, the filter hook has been straightened. Complaint report states the filter had a dwell time of 4 months. There was a failed filter retrieval attempt with straightening of the ivc filter retrieval hook. No advanced retrieval techniques were used. There was no discussion or images describing the degree of collapse when trying to retrieve the ivc filter. The challenges encountered are not uncommon for filters with long dwell times or significant tilt, neither of which were present for this patient. It is unknown why in such a short period of time, there was such ingrowth/penetration that a routine removal could not be performed. There are adequate controls in place to ensure the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. Additional information provided determined that this device was manufactured by william cook europe. With the submission of this initial medwatch report, william cook europe informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in g8 of this initial medwatch report.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr396666. Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k) k211875. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent a filter retrieval procedure in which the clover snare, was used to retrieve a celect vena cava filter that was placed in the patient four months prior. The filter had some ingrowth. The physician hooked the filter for retrieval with a clover snare, and the filter would not come out. With additional force the filter would not come out and the hook on the filter straightened. The physician considered a possible follow up procedure to attempt retrieval or to leave the filter in the patient. Ultimately the physician decided to leave the filter in the patient; no follow up retrieval procedures will be done. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.